Manufacturer narrative:
Device has been disposed and is not expected for return; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the severely calcified and moderately tortuous left superficial femoral artery. The sterling over-the-wire balloon was being advanced to the lesion for pre dilatation. Upon the first inflation at six atms, a balloon rupture occurred. The balloon was successfully withdrawn and the procedure was completed with another of the same device. There were not patient complications or injuries reported. The patient status was reported as 'good'.